Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa9154v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 21-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the first of four reports. Refer to 9611594-2020-00011 for the second event. Refer to 9611594-2020-00012 for the third event. Refer to 9611594-2020-00013 for the fourth event. It was reported that the during use the endotracheal loss tidal volume while the patient was requiring mechanical ventilation. The patient had to undergo reintubation. The devise was tested for integrity prior to patient use. Additional information received 07-jan-2020 noted an FDA medwatch/ FDA user facility report # (B)(4) was received.